Event description:
It was reported the patient had his spectra removed and replaced due to "pending distal lateral extrusion on left side beneath glans". It was indicated that only the right side was re-implanted for rigidity. No patient complications were reported in relation to this event.